Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
During a pulmonary vein isolation procedure pvi a intellanav stablepoint open-irrigated was selected for use. There was intermittent connection problems when connecting the stablepoint catheter and displayed error code abl 1201 - not recognized nor visualized. No ablation could be performed. Work station and signal station were restarted multiple times, the connections dis-and reconnected both of the abl box and of the catheter itself. The catheter was never recognized. The patient was sedated when the procedure was cancelled.